Event description:
Reporter stated pt was found expired. The pts position was described as having rolled onto the left side with the left arm on the floor, the chest was pressed against the single 3/4 length siderail and the neck was hanging over the head-end vertical bar of the siderail. At the time of this report, cause of death is unknown.